Manufacturer narrative:
The site reported an lal could not be successfully implanted during the initial surgery due to a loading error. The lens was successfully implanted during a secondary surgery on (B)(6) 2022. Rxsight's first awareness of event was (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The lens remains implanted.

Event description:
The site reported an lal could not be successfully implanted during the initial surgery due to a loading error. The lens was successfully implanted during a secondary surgery on (B)(6) 2022. Rxsight's first awareness of event was (B)(6) 2022.